Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance at 2157 ohms on this implantable pacemaker. Previous electrograms (egms) show trending with similar elevations of impedance measurements greater than 2000 ohms. There was no noise observed on the egms. This rv lead is a non- (B)(6)product. At this time, the device remains in-service. Additional information received advised the device alert retriggered for a high out of range pacing impedance measurement following programmer interrogation. Programming information was provided, and the device remains in service. Received additional information that this rv lead exhibited a high out of range pacing impedance greater than 3000 ohms. There was an increase in atrial pace impedance starting last month with the highest measurement of 1376 ohms with a potential loss of capture (loc) observed. Further review is recommended. At this time, the device and the ventricular and atrial leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).